Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing an increasing number of short interval counts (sic) for the previous four months. No oversensing was observed real-time. The rv lead remains in use and the patient will be remotely transmitting their device interrogation within the next month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a confirmed fracture. There was high impedance on the pace/sense and on the svc and defibrillator coils. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.